Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during annual preventative maintenance it was discovered that the capnometer port requires repair. It was observed as recessed and broken into the device. As the device was removed from service at the time of the discovery of the issue, there was no patient involvement. No patient or user health consequences occurred.